Event description:
The complainant alleged that while attempting to defibrillate a pt the device would not discharge. The complainant was able to obtain another device and reported the same type of malfunction with that device. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction and also their biomed dept was unable to duplicate the reported malfunction.